Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿lights on one of patients batteries were not working to show the charge level¿ was confirmed with the returned 14v battery (serial # (B)(4)). The battery pack was placed in a test universal battery charger (ubc) and was not accepted for charge with the error code b0010. Measurement of the battery pack voltage indicated the battery was fully charged. Activation of the switch revealed all charge level leds did not illuminate. The battery pack was opened to access the inner circuit board. Electrical measurement determined a damaged transistor causing a short resulting in the leds to not illuminate. It was noted the battery pack was subjected to an electronic load test, which confirmed it was able to supply power and charge. A root cause of the damage component could not be determined during the analysis. Battery storage, initial use and maintenance are addressed in the heartmate li-ion battery instructions for use (IFU) (rev e - section 2.0 and 8.0). Care and maintenance of the heartmate universal battery charger (ubc) are addressed in the heartmate ii instructions for use (rev c) and the heartmate 3 instructions for use (rev c). Section 3, power the system, description of battery charger pocket lights and their meaning. The 14v battery (serial # (B)(4)) was manufactured on (B)(6) 2020 by the supplier. The battery was received for inspection under batch number 7515529. The battery was shipped to the customer on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came in for appointment and the lights on one of the patient's batteries were not working to so show the charge level. A new battery was given. The team is sending the bad battery under warranty and requesting a replacement. New battery was given.